Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was identified on the crocodile grasper instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's push-pull rod to be bent, as a results the wrist was no longer straight. This instrument does not have a cable. It has a push-pull rod which assists in opening and closing the grip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube to be broken and material was observed to be missing. The proximal clevis no longer seats flush on the distal end of the main tube. As a result, the push-pull rod was visible at the clevis. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the broken main tube with missing material found during failure analysis if to recur could cause or contribute to an adverse event.